Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy due to far p-wave oversensing. Upon interrogation, the right ventricular lead dislodgement was the cause. Lead revision was discussed. The patient was stable.

Event description:
New information received noted that the lead was repositioned on (B)(6) 2019. The patient was stable after the procedure.